Event description:
It was reported that the patient's heart is not being captured by pacing output, and over sensing of the t-wave. The t-wave over sensing was eliminated by programming. The desired capture threshold could not be achieved without causing diaphragmatic simulation. The patient reported that they have not been feeling well and that they are undergoing dialysis treatment. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.